Event description:
Patient was admitted after a pea arrest and an icy catheter was placed in his groin. After the hypothermia protocol had been completed he continued to receive IV medications through part of the catheter. IV levophed was found to be infusing through the cooling port instead of the IV port. This is the second occurrence of this happening. Upon examining an ic cathether, the cooling ports and the blue IV port could be mistaken by someone who is color blind or if the area is not well lit. Also, all of the ports (both the cooling and and IV) have a luer lock adaption. If the cooling ports were not luer lock compatible this would be less likely to happen.this particular catheter was not saved and lot and reference number information is not available.what was the original intended procedure?intravenous medication administration.device #1is this a laboratory device or laboratory test?no.